Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed due to the rear response button being contaminated. The cause of the inability to activate the monitor is the contaminated response button. Additionally, the monitor displayed a service code 102. The cause for the service code was a defective q2 component on the pca board. The monitor was unable to complete incoming functional testing. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. The root cause for the defective component could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent and was unable to complete incoming functional testing.